Event description:
The surgery center reported a safe state error with the phacoemulsification unit. Through follow up with the surgery center, the staff indicated that the safe state error occurred twice, the first time was before the procedure had commenced. The second time, the error occurred during a cataract procedure and the unit shut down. For the second occurrence, the incision had been made. The two procedures were completed successfully using a backup unit. Although, the surgery center indicated there were no patient injuries for both incidents, there was a delay of 10 to 15 minutes to bring up the backup unit. No medical or surgical intervention was required.

Manufacturer narrative:
(B)(4): patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to duplicate the reported issue. As a proactive measure, the fss replaced the instrument manager printed circuit board and the network cable. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.